Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver logs were attempted to download but could not be retrieved. The functional test was attempted but it failed. The receiver case was opened for an interior inspection and passed. During troubleshooting no issue was found with the receiver. A defective battery was found. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.